Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 30 mmol/l at the time of the event. The customer also experienced diabetic ketoacidosis (dka). Troubleshooting was performed and found that the insulin pump was used within 48 hours. The auto mode feature was not active at the time of event. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4).. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 03-feb-2023 in the pump history file on (B)(4). 01/27/2023 12:32:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 01/27/2023 18:22:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 01/27/2023 18:32:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 01/27/2023 22:03:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 01/27/2023 22:12:33.000 batteryremoved (55) 01/27/2023 22:12:33.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 01/27/2023 22:12:46.000 batteryinserted (44) 01/31/2023 07:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 01/31/2023 07:23:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 02/03/2023 18:18:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the battery in the pump is low on power. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor updating alert or sg not available alert noted. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 7.9 mmol/l test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Lowbatteryalert (104) not confirmed. Lostsensor1alert (780) not confirmed. Changebatteryfault (73)/replace battery alert not confirmed. Unable to perform the history review 1 week prior to the event date 12-nov-2022 in the pump history file due to no data available on (B)(4). The pump passed the functional testing. Unable to confirm alleged high bgs or sg v bg. Sensor updating alert not confirmed. Sg not available alert not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.